Event description:
It was reported that while using 2 bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that there is media contamination. ".

Manufacturer narrative:
Investigation summary: the batch history record for batch 0329472 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 0329472. Retention samples from batch 0329472 were not available for inspection. One photo was received for investigation. The photo shows the bottom of two plates from batch 0329472 (time stamps 1916 and 2047) with microbial growth in each plate. No return samples were received for investigation. This complaint can be confirmed. Bd will continue to trend complaints for contamination. Based on the low defect rate for this batch, no actions are planned at this time. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 2 bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that there is media contamination.